Event description:
The complainant alleged that during a routine shift check by a clinician, after a normal power-up, the device would power off if the device was moved. Once the movement would stop the device would power back on. The complainant indicated that there was no pt involvement in the reported malfunction.